Event description:
An electronic report was rec'd from a peritoneal dialysis pt who reported an event. Reported was that shortly after starting her dialysis, she woke up due to feeling wet. The pt then visually noticed a leak at the second stay safe connector. The protective overwrap was still in place over the connector. The pt discontinued her therapy once she noticed the leak and then disconnected from this pd tubing set. The pt notified her rn on the following day. The pt was administered one prophylactic dose of vancomycin intraperitonally for this incident. The pt is reportedly fine with no ill effect from this event. The pt continues to dialyze intraperitoneally. The sample is available for an eval.